Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to infection and sepsis. Moreover, the explanted pacemaker was reused for temporary pacing system. No additional adverse patient effects were reported. The pacemaker was explanted.